Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a lite glove. The customer reports there was some tearing at the seams when placing the glove on the light handle. This was repeated with a different light glove with the same results. The customer further reports that the pt was in the room and the pt was treated with prophylactic antibiotics.

Manufacturer narrative:
The lot number was provided and the device history record was reviewed indicating that the product was released accomplishing all quality standard requirements. There were no non-conforming issues in relation to the failure reported. No samples were received by covidien for evaluation. Because a sample was not returned, we were unable to perform a thorough follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. However, based on previous investigations reported with similar failure modes, the reported issue could not be re-produced and is not detected during the manufacturing process. The following variables which could be a contributor were found during the molding process review: lack of edges, misalignment and mismatch on the knives (which could cause the lite glove to not separate properly from the film), two ceramic lamps in the furnace require replacement for proper heating of the film. As an immediate corrective action, awareness training was performed to all personnel to ensure they are aware of this issue, and to enhance awareness during the visual inspection process. The acceptable quality level for the sub-assembly release was moved from normal to tighten in the thermo line. A sample board was made to help production personnel improve awareness in the detection process (pick and place multivac line) and to also notify manufacturing personnel about discarding non-conforming lite gloves. As a corrective action, the following activities have been completed: replacement of 2 ceramic lamps, the knives have been adjusted, aligned and sharpened. As a preventive action, the processes will be updated to reflect the failure mode reported and the reaction plan to mitigate the issue reported. In addition, the maintenance procedure has been updated to include the thermography frequency.

Manufacturer narrative:
Submit date on: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded